Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), it was reported that there was difficulty getting the introducer and the grey shuttle up as if something was blocking. Finally, the balloon came out of the artery and ended up under the skin, thus deflating the balloon and manual compression was performed for 15-20 min. The device was handled by the doctor according to the mynxgrip good practice guide. The procedure was an interventional peripheral case which used an ante-grade approach. Vessel diameter was not verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to instruction for use (IFU) instructions. There was no visible damage to the distal end of the sheath after removal. The device is available for analysis. No other information was provided.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), it was reported that there was difficulty getting the introducer and the grey shuttle up as if something was blocking. Finally, the balloon came out of the artery and ended up under the skin, thus deflating the balloon and manual compression was performed for 15-20 min. The device was handled by the doctor according to the mynxgrip good practice guide. The procedure was an interventional peripheral case which used an ante-grade approach. Vessel diameter was not verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to instruction for use (IFU) instructions. There was no visible damage to the distal end of the sheath after removal. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The shuttle cartridge tubing¿s distal end was torn at the side slit¿s proximal end. The broken piece was separated from the device. It is unknown if the shuttle tubing damage may have caused or contributed to the reported incident; however, the issue was not reported, and the device was not packed properly for returning. Therefore, it is unknown if the shuttle tubing was damaged during or after use of the device or by processing and packaging return. The procedure sheath was observed on the device, fully retracted as received. The advancer tube was deployed on the catheter, covering the whole balloon. The sealant and syringe were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. The shuttle down step was simulated and no resistance was felt when the shuttle being advanced and retracted until the shuttle locked onto the black handle. The returned device performed as intended per the mynxgrip IFU. A device history record (DHR) review of lot f1731702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ and subsequent ¿balloon pull through¿ was not confirmed through analysis of the returned device since the sealant was not returned. The exact root cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the device deployment jam reported; however, excessive force applied when attempting the retract the sheath most likely resulted in the balloon pull through since no anomalies were noted with the balloon during analysis. It should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment; and if excessive tension is applied to the device during placing the sealant step, this can cause the balloon to be pulled through the arteriotomy. According to the IFU, which is not intended as a mitigation, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.